Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the clinic post radiation therapy, the device was eroded and was visible through the skin. The physician explanted the whole system. The patient was stable post extraction.